Event description:
A medtronic representative reported intermittent tracking that occurred while in a functional endoscopic sinus surgery (fess). The navigation system emitter failed to track instruments. The emitter was not communicating with the axiem box in the navigation system, disabling the instrument tracking. It was noted there was no metal in the field. The surgeon had completed the procedure, with the use of the navigation system, when this issue occurred. There was no impact on patient outcome.

Manufacturer narrative:
No patient identifier provided. Patient age was approximated at 18 years. Patient weight was approximately (B)(6). On (B)(4) 2013 medtronic representative performed a navigation system check-out, all areas passed. Rmas issued. Replacement 4 port axiem shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that the axiem unit was connected to a test system with the ent application for a 72 hour burn-in period. Registration, tracking, and accuracy looked normal on all 4 tool ports. Verified a registration probe with an error of .8mm. Tracked thru the entire phantom head volume with all tabs in green status. The unit passed the pegboard test with an error of 2.080mm. Fully functional. No fault found. Did not cause event. Replacement field generator, emitter, shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that the field generator was connected to a test system with the cranial application. When the emitter is connected it intermittently displays red status and says axiem emitter low drive error. Pin 4 to pin 5 on cable (B)(4) (coil #2) is open. Electrical failure, red status/no tracking, directly caused event.